Manufacturer narrative:
A complaint investigation was conducted for the architect carbon dioxide (co2) reagent, lot 68323uq05. Review of tracking and trending by list number and by complaint lot did not identify any trends. Device history record review did not identify any non-conformances or potential non-conformances associated with the complaint lot. Troubleshooting was performed by the customer by running a venous sample on a blood gas machine that showed a normal co2 result. Additionally, quality controls were acceptable at the time of the incident. Labeling was reviewed and adequately addressed the issue. Based on the investigation, no systemic issue or deficiency of the architect co2 reagent, lot 68323uq05 was identified.

Event description:
The customer observed falsely decreased co2/bicarb generated from architect when compared to a venous blood gas result. The customer provided the following data: on (B)(6) 2025, a patient that was reportedly extremely lipemic (no value provided) had a co2 of 8.9 mmol/l (sample ID (B)(6). The patient's physician questioned the result since it didn't match the patient's clinical presentation. Another sample was obtained (sample ID (B)(6) and generated a result of 8.8 mmol/l. 1:2 dilution testing generated resutls of < 10.1 and < 10.1 mmol/l (customer reference range: 20-29 mmol/l). A venous blood gas was obtained and showed a pco2 of 38 mmhg (reportedly normal per customer). It was confirmed that the patient did not receive any treatment related to the falsely decreased co2 result. There was no reported impact to patient management.

Manufacturer narrative:
Section a1 - patient identifier: sample ids = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased co2/bicarb generated from architect when compared to a venous blood gas result. The customer provided the following data: on (B)(6) 2025, a patient that was reportedly extremely lipemic (no value provided) had a co2 of 8.9 mmol/l (sample ID: (B)(6)). The patient's physician questioned the result since it didn't match the patient's clinical presentation. Another sample was obtained (sample ID: (B)(6)) and generated a result of 8.8 mmol/l. 1:2 dilution testing generated resutls of < 10.1 and < 10.1 mmol/l (customer reference range: 20-29 mmol/l). A venous blood gas was obtained and showed a pco2 of 38 mmhg (reportedly normal per customer). It was confirmed that the patient did not receive any treatment related to the falsely decreased co2 result. There was no reported impact to patient management.